Manufacturer narrative:
(B)(4). A service engineer evaluated the device, swapped parts and confirmed the issue was caused by the display lcd assembly and inverter printed circuit board (pcb), the device was observed for 10 days and the ventilator worked properly.

Event description:
It was reported that a ventilator display was blank. There was no patient involvement.